Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was a kink in the sheath. The following information was provided by the user facility: when the insertion sheath was inserted into the inside of the artery, the sheath was inadvertently kinked. The angio-seal device was replaced by a new one from a different lot to continue the hemostasis procedure, and hemostasis was successfully achieved by the second angio-seal device. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. It was reported the blood loss was less than 250 cc. The patient was reported to have no health damage.